Event description:
The pt had an MRI done and the next day returned to the clinic to have the pump interrogated. The pt reported having experienced increased pain since the MRI. Upon interrogation, a motor stall with no recovery was noted and no audible alarm was heard. It was also noted that 2 other motor stalls had occurred in november 2005 and both had recovered. The pump was reinterrogated and the motor stall warning was gone with the logs stating recovery had occurred.